Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Technical services confirmed the reported problem. They advised the customer to inspect the o2 sensor on the sensor pcb and make sure it is not contaminated with dust. Provided the part number for the sensor pcb. During est the blower would not come back on. Found no 24vdc to the blower motor controller. Provided part number for the power supply. Follow up attempts have been made with no response from the customer . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported high internal o2 alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.